Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured at 10 atms. The total number of inflations and to what atms is unknown. The location of the lesion is unknown but was reported to be a calcified and chronic total occlusion. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8984760 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.